Manufacturer narrative:
The timeline of the complaint suggests that the ipg migrated to a depth beyond what is recommended for optimal communication. There are no indications of system or device failure or malfunction. The original ipg was replaced only due to damage that was incurred from handling during the revision procedure. Migration is a known inherent risk of implantable neuromodulation systems.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient had the system activated and in use for approximately 10 days before reporting on 05/28/2024 that there were issues with intermittent communication between the implantable pulse generator (ipg) and external therapy discs, leading to intermittent therapy. Field evaluation noted that the communication issues seemed to be occuring when the patient changed position. A surgical procedure was performed on (B)(6) 2024 with the intention of moving the ipg from the belt line area to a lower flank location. During the procedure the original ipg was damaged and required replacement.